Manufacturer narrative:
The customer contacted siemens healthcare diagnostics technical solutions center (tsc) . After reviewing the data the tsc determined the cause of the event is unknown. The tsc instructed the customer check the alignment of all probe tips then to prime the chem wash and run a chem wash 5 times. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
An elevated troponin result was generated by the dimension rxl max with hm and reported out of the laboratory. The attending physician advised that the patient was not exhibiting signs and symptoms of a myocardial infarction and questioned the results. The sample was respun and retested on the same instrument and yielded a result consistent with the clinical presentation. There were no reports of adverse health consequences or known patient intervention due to the discordant troponin result.